Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 11 states, "wear and/or deformation of articulating surfaces." (B)(4). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the clinical patient underwent an initial right hip arthroplasty on (B)(6) 1998. Subsequently, the patient was revised on (B)(6) 2013 due to poly wear and adverse reaction to metal debris from taper corrosion. The liner, cup, and modular head were removed and replaced. Operative report noted lysis of the proximal femur from cerclage wire, well-fixed stem, fibrinous material in the greater and lesser trochanter regions, and corrosion of the head and neck unit during the procedure.